Event description:
A complaint was reported regarding infection at the epidural site. The patient's precision system was explanted.

Manufacturer narrative:
The explanted devices will not be available for evaluation.